Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: creases fold, white particles in the shell, deformation device and weight to the spec.cloudy in the gel observed after autoclave cycle based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of "capsular contracture. Baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture. Baker grade iii and concern for textured implant device.

Event description:
Health professional reported right side "capsular contracture" baker grade iii. No surgical reoperation has occurred. Healthcare professional reported a bilateral exchange from textured to smooth implants due to the patient's concern with the product. The device has been explanted.